Manufacturer narrative:
An unknown zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location and usage length is unknown. Pictures or x-ray images were not provided. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Lot number and catalog number was not provided by the customer. PMA/510(k) number is unknown.

Event description:
It was reported that the customer called during covid-19 pandemic and reported the screw was loose. The dr was unable to see them for a few months because the office was closed, so they were advised to wear a guard until they could come to the office.